Event description:
One day after implant, patient alert was tripped for atrial and rv impedances greater than 3000 ohms. The leads tested normal through an analyzer. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. We did receive performance data collected from the device and have analyzed the data. The ventricular and atrial pace impedance measurement max value was 4047 the first week of implant and device was removed after two weeks of implant time.